Manufacturer narrative:
Pc-(B)(4). It was reported performance breakage suture. An opened box with nine unopened samples were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of nine unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strands and no defects or damaged were observed. Functional test was performed on the samples and the tensile strength force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples no suture breakage were found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information was provided.